Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS; HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THE PATIENT UNDERWENT AN INITIAL BAR PLACEMENT ON AN UNKNOWN DATE. SUBSEQUENTLY, THE PATIENT UNDER A RE-OPERATION WITH DEBRIDEMENT, APPLICATION OF VANCOMYCIN, AND CLOSURE APPROXIMATELY A FEW WEEKS AFTER SURGERY DUE TO MSSA INFECTION AROUND THE BAR. SIGNIFICANT INFLAMMATION WAS OBSERVED AT THE SITE. APPROXIMATELY ONE (1) YEAR LATER, THE PATIENT HAD A CHRONIC WOUND ON THE OPPOSITE SIDE THAT ALSO GREW MSSA. NO FURTHER INTERVENTION HAS BEEN REPORTED TO DATE. ATTEMPTS HAVE BEEN MADE AND NO FURTHER INFORMATION HAS BEEN PROVIDED.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information.Updated:B5, G3, H1, H2, H6, H10 and H11.Reported event was unable to be confirmed due to limited information received from the customer.Device History Record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided.A definitive root cause cannot be determined. This is a non-sterile product related infection and is not considered a ZB issue as it labeled as nonsterile and presumed to be sterilized and readiedelsewhere; therefore, products are not identified as the source or contributing to the reported infection.Therefore, this event is considered not reportable.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.